Manufacturer narrative:
The reported event was duplicated. Upon disassembly, the technician noted widespread corrosion was observed. Corrosion can occur over time; however, cleaning habits may contribute to corrosion.

Event description:
The manufacturer sales representative reported that the device was found to be overheating during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device was found to be overheating during testing at the user facility. There were no adverse consequences related to this event.